Event description:
It was reported that following multiple falls patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients' system was explanted to address the issue.

Manufacturer narrative:
E1 initial reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
The reported observation of a lead fracture was confirmed when referencing the associated lead. The root cause of the observation was due to the associated lead having fractured beyond the distal end of the swift-lock anchor location due to multiple falls by the patient. A review of the associated ipg logs also confirmed that the used programs had issued a program status error, which became more consistent prior to explant. This error is flagged when the ipg cannot deliver stimulation as programmed due to impedance issues. This error being logged aligns with the fracture in the lead that was visually verified.